Event description:
The customer contacted stryker to report that their device unexpectedly powered off. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker further evaluated this event and was unable to verify or duplicate the reported issue. Nevertheless, the battery pins were found to be showing signs of oxidation. All the pins were therefore replaced as a precautionary measure. The device passed functional and performance testing and was returned to the customer for use. The cause of the reported issue could not be determined.